Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the delivery of inappropriate therapy.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to t-wave oversensing, noise, and changes in amplitude morphology measurements. The patient may correlate these points in time with work on electrical equipment in the field of sound engineering. However, the patient often works in such an environment without such annotations regularly occurring there. Due to the usual provocation maneuvers, no abnormalities were found. The s-ICD remains in service, no adverse patient effects were reported. Additional information provided from the field indicated the s-ICD later exhibited a patient data (pd) code. Screening of the patient failed in all three sensing vectors. Surgical intervention was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to t-wave oversensing, noise, and changes in amplitude morphology measurements. The patient may correlate these points in time with work on electrical equipment in the field of sound engineering. However, the patient often works in such an environment without such annotations regularly occurring there. Due to the usual provocation maneuvers, no abnormalities were found. The s-ICD remains in service, no adverse patient effects were reported. Additional information provided from the field indicated the s-ICD later exhibited a patient data (pd) code. Screening of the patient failed in all three sensing vectors. Surgical intervention was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to t-wave oversensing, noise, and changes in amplitude morphology measurements. The patient may correlate these points in time with work on electrical equipment in the field of sound engineering. However, the patient often works in such an environment without such annotations regularly occurring there. Due to the usual provocation maneuvers, no abnormalities were found. The s-ICD remains in service, no adverse patient effects were reported.